Event description:
A report was received that the patient lost stimulation. The patient underwent a lead revision. During the revision, the physician noticed that the lead was punctured and implanted the patient with two new leads. The patient is reportedly doing well.

Manufacturer narrative:
Patient weight not available. Additional suspect device components involved in the event: model: sc-2138-50 ; (B) (4); description: linear lead (phase iiia), 50 cm . Visual inspection of the lead (B) (4) found a puncture site and a split section in the lead. The lead passed electrical and mechanical tests performed. The lead (B) (4) passed electrical tests performed. Visual inspection of the lead found two cuts. Damage to the device is a result of a typical explant procedure and is not considered to be a failure. This is the final report.